Event description:
It was reported post implant procedure that the pacemaker stopped capturing. The patient went into cardiac arrest and passed away.

Manufacturer narrative:
Correction: h6 investigation code updated to 'analysis of production records' from 'device not returned.'